Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results for one patient from the cobas 6000 c (501) module serial number (B)(4). The customer suspected an interference. The patient's total protein urine result was 100 mg/dl on three out of four visits in the last 30 days, the latest being (B)(6) 2020. On all three of these visits, another urine sample from the patient was tested with a clinitech testing strip read by an iricell 2000. The result was <15 mg/dl. On one of the visits, the total protein urine result was 200 mg/dl and clinitech testing strip detected <50 mg/dl. The specific date of this event was not known. The customer stated they have confirmed the negative results from the dipstick with serum protein electrophoresis. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem as no sample material was available for further testing. The cause of the event could not be determined. The initial testing was performed on an unacceptable sample type of a random urine sample. Per product labeling "use 24-hour urine specimens. Use no preservatives. Refrigerate specimen during collection centrifuge samples containing precipitates before performing the assay."